Event description:
The user facility reported this event invulved assembled heated pediatric circuits with peep. Pt was coughing and receiving respiratory care. Because the pt was coughing the therapist silenced the alarm and left the room. The circuit became disconnected at 22 mm outlet and the pt desaturated; vent did not alarm due to presilence. The nurse entered bagged pt. Pt quickly reoxygenated back to 99% with no permanent harm to pt. No allegation of vent causing any pt harm. The user facility reported further stated since this incident they have "tied" all 16 circuits to the vent to prevent further incident. There is no allegation the vent caused any pt harm, however, feels the issue was caused directly by the circuit adapter.